Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 160 mg/dl.

Manufacturer narrative:
H3 other text : device not returned.